Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer¿s blood glucose (bg) was 465 mg/dl and an insulin injection was administered to address bg. Emergency medical technicians were called and treated the customer at home with intravenous insulin. Customer alleged the pump was not alarming when it was blocked. Customer declined tandem technical support¿s offer to perform a pump system check. Customer continued to use pump for insulin therapy and had manual injections if needed.